Event description:
The following journal article from 2008 was reviewed: article citation: brown, katherine e., kamaldeep, s. H., matsumura, jon s., and eskandari, mark k. (2008). Late type iii endoleak and graft failure of an ancure stent-graft. Journal of vascular and interventional radiology, 13(10): 1506-1508. This article references an asymptomatic 86 year old male with chronic renal insufficiency who presented after surveillance duples ultrasonography of his aortic aneurysm enlargement with active flow within the aneurysm sac. The pt was implanted with an ancure endograft six years earlier. It was determined that the pt had a type iii endoleak. The suspected cause of the endoleak was secondary to erosion of the main body graft material by metal stents placed within the graft to correct kinking of the iliac limbs during the implant procedure. The endoleak was successfully repaired with an aortouni-iliac device, contralateral iliac plug and a femoral-to-femoral bypass.

Manufacturer narrative:
Dr was contacted but was unable to provide the model/serial number of the graft. We are filing an MDR at this time since we cannot confirm these events have been previously reported.